Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after a recent revision (ref MFR. Report#3006705815-2017-00310) the ipg pocket had some blood drainage. Reportedly, wound pressure dressing along with ice packs was placed on the site.

Event description:
Follow-up identified the patient is doing well and all incisions were checked by the physician.